Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, d11, g4, g7, h2, h3, h4, h6, h8, h10. Reported issue: on (B)(6) 2019, it was reported that an incomplete mesh was taken from cadaver skin. The customer returned a skin graft mesher device, serial number (B)(6)), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 12 october 2019 revealed that the roller and roller gear were damaged on the device, and a pretest could not be performed due to the damaged parts. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller and roller gear. Skin graft mesher, serial number (B)(6)), was then tested and functioned properly. Probable cause/root cause: although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the roller and roller gear were replaced, it cannot be determined from the information provided what caused the components to become damaged. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that an incomplete mesh was taken from cadaver skin. No patient involvement. No adverse events were reported as a result of this malfunction.